Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented to clinic for routine follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Patient did not receive therapy during the oversensing. Programming changes were recommended. Patient has not been seen to make the programming changes. Patient is scheduled for an appointment. No further information available.